Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that the defibrillator conductor was distorted, there was blood in/on the helix/lobe mechanism. It is apparent that the damage occurred during explantation.

Event description:
It was reported that during the implant procedure noise was heard in the egm. The lead was not used. No patient complications were reported as a result of this event.